Event description:
During the investigation of the returned intra-aortic balloon (iab) involved under mfg report number 2248146-2021-00887, an occluded lumen was found that was unrelated to the reported alarm, fiber optic sensor failure & difficult/ unable to monitor pressure/ waveform failure mode. There was no patient involvement.

Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Event site postal code: (B)(6). The initial reporter named is a getinge employee whose contact details are: (B)(6) which differs from that of the event site. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter. The extender tubing was also returned. A catheter tubing kink was observed approximately 73.9cm from the iab tip. The evaluation confirms the presence of an occluded inner lumen as an "as analyzed" failure. However, we are unable to conclusively determine when this failure may have occurred. Therefore, their root cause is impossible to define. Reference complaint #(B)(4).